Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated to tsc that the discordant result was flagged with a high "a" error, and was not repeated before releasing the result to the physician(s). The operator did not follow the instructions in the dimension rxl max operator guide for high "a" errors, which mean that the sample requires dilution. The cause of the discordant, false negative sample being reported is user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension rxl max with hm instrument. The instrument flagged the result, and it was erroneously released to the physician(s). The sample was repeated on the same instrument, resulting positive. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.